Event description:
Dnr patient with end stage pancreatic and prostate cancer in respiratory distress on o2 administration via nasal interface. O2 sat noted to drop to 5%. Lips and nailbeds cyanotic. Nose piece noted to be disconnected. Reconnected. Patient's o2 began to recover, however, he required intubation. He expired 2 days later. Manufacturer response (as per reporter) for o2 administration, nasal interfacerepresntative visited facility, met with respiratory therapy.